Manufacturer narrative:
The reporter's meter was returned for investigation. The investigation found that the battery compartment and contacts are contaminated by liquid from a leaked battery that has corroded the contacts. No heat or burn damage was observed. The damage in the battery compartment was caused by a tool when attempting to clean it. The root cause has been determined to be contamination of the contacts due to improper handling or maintenance.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated that coaguchek xs meter serial number (B)(4) had issues powering on. The meter did not power on, so the reporter replaced the batteries with new alkaline batteries. The reporter tried performing a display check of the meter, but it would still not power on. The batteries were then removed and the reporter observed two burn marks in the battery compartment. There were no signs of moisture or debris in the compartment. There were no signs of smoke or fire.